Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized a few months ago with blood glucose of 560 mg/dl. Customer was hospitalized for diabetic ketoacidosis and ketones. Customer was treated with insulin drip. Customer was wearing insulin pump at the time of hospitalization. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.